Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly after step 3, the suture became tangled around the proximal guide. Force was applied to remove the device resulting in the suture separating. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a sheath greater than 8.5f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported suture separation could not be replicated in a testing environment as the suture was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the proglide instructions for use (IFU) states: do not advance or withdraw the perclose suture mediated closure device against resistance until the cause of the resistance has been determined. Excessive force used to advance or torque the perclose proglide device should be avoided, as this may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. Although the force applied appears to have contributed to suture separation, the force applied was circumstantial due to the difficulties experienced removing the device. A conclusive cause for the reported difficulty removing the device could not be determined. Factors that contribute to difficulty to remove the suture from the anatomy may include, but are not limited to, manufacturing, tissue or suture caught in foot, posterior cuff partly deployed in foot. The reported suture separation appears to be related to force applied during the procedure during attempt to remove the suture. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.